Event description:
According to the reporter: the insertion of a large clip applier pulled the entire seal through the trocar and into the cavity. The seal was retrieved. Trocar needed to be changed. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.

Manufacturer narrative:
(B)(4).